Event description:
It was reported that the pt experienced no stimulation and a loss of therapeutic effect. The pt was not able to adjust her stimulation. Further info is being requested from the hcp.